Manufacturer narrative:
Investigation of the device including the logs, confirmed the reported complaint. During the issue of a yellow triangle message, the arkon automatically activates the emergency oxygen and the licensed clinician, who is in constant attendance can continue to manually ventilate the patient while power cycling the device which resolves the issue. The investigation findings showed no risk of serious harm to the patient and no serious risk should the event recur, however spacelabs is filing this report as requested by the FDA letter dated october 10, 2017.

Event description:
Spacelabs received a report that on (B)(6) 2017 that the clinical staff noted a yellow triangle symbol with exclamation message during use. The clinician restarted the device and continued the case. No injury was reported as a result of this event.